Manufacturer narrative:
Section a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed no other complaints were received for this production order number. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol), model ar40e, experienced trailing haptic breakage during insertion into the patient¿s left eye. The damaged lens was removed and replaced with another lens of the same model and diopter. Additional information confirmed that no vitrectomy, incision enlargement, or sutures were required. Patient injury was unknown. The patient¿s current outcome following implantation of the replacement lens was also unknown.